Manufacturer narrative:
Additional information: on september 17, 2020, mentor became aware that the product was not received. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on june 12, 2020, mentor became aware of the left-sided device's correct lot number and serial number. Additionally, mentor became aware that the patient experienced late onset seroma on the right side due to the patient's history of breast cancer. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: infection and late onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with 800cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the left side and infected late onset seroma on the right side postoperatively. As a result, the patient underwent device removal and replacement with 700cc saline mentor smooth round moderate plus profile breast implants, catalog number 3502700, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6)2020. This report is for the patient's right-sided device.